Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycemia led to convulsions [hypoglycaemic seizure]. Inaccurate dosing with the novopen 5 [incorrect dose administered by device]. Medication dripped out each time a new needle was installed [device leakage]. Did not perform a 2-unit air shot priming test. [Wrong technique in device usage process]. Store the medication with the needle on [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia led to convulsions (hypoglycemic seizure)" beginning on (B)(6) 2025, "inaccurate dosing with the novopen 5 (incorrect dose administered by device)" with an unspecified onset date, "medication dripped out each time a new needle was installed(device leakage)" with an unspecified onset date, "did not perform a 2-unit air shot priming test.(wrong technique in device usage process)" with an unspecified onset date, "store the medication with the needle on (device stored with needle attached)" with an unspecified onset date, and concerned a female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes", novorapid penfill (insulin aspart 100 u/ml) from (B)(6) 2025 for "type 1 diabetes", patient's height, weight and body mass index not reported dosage regimens: novopen 5: novorapid penfill: ??-(B)(6) 2025 to not reported, ??- (B)(6) 2025 to not reported, not reported to not reported; current condition: type 1 diabetes ((B)(6) 2025). Procedure: hospitalized. Treatment included - glucose. The patient was diagnosed with type 1 diabetes and hospitalized in early (B)(6) 2025, after which novorapid penfill was initiated. On an unknown date, patient reported that patient had previously reported inaccurate dosing with the novopen 5 and had received a replacement novopen 5 through after-sales service. However, the replacement novopen 5 also seemed to have inaccurate dosing. The customer saw online discussion suggesting that the issue might be related to the needle, as the hospital prescribes non-novo nordisk needles. The customer inquired about how to purchase novofine. During the conversation, the customer mentioned that the patient used the novopen 5 with novorapid penfill. On (B)(6) 2025, at night 1:00, the patient experienced hypoglycemia that led to convulsions, with a blood glucose level (blood glucose) of 1.7 mmol/l. The customer administered 15g of glucose powder, after which the blood glucose level rose. The patient started using a new novorapid penfill from either (B)(6) 2025 or (B)(6) 2025, injecting 9 units each day, and as of (B)(6) 2025, there were only 80 units left in this novorapid penfill. Since medication dripped out each time a new needle was installed, the customer did not perform a 2-unit air shot priming test. The customer said s/he would try switching to novofine and monitor the situation. The customer called on (B)(6) 2025 at 10:07. The customer called again to inquire whether pressing the dose button on the novopen 5 after injection would cause the medication to decrease, whether it was normal for the piston rod to move on its own, and whether it was normal for insulin to drip out immediately when a new needle was installed. The customer believed that the dosage delivered by the novopen 5 was inaccurate. Through communication, it was learned that this morning, the newly opened novorapid penfill was only injected with 3 units, but now the novorapid penfill showed that only 260 units of insulin were left, almost 40 units were missing. The customer stated that no liquid was observed leaking out, and all operations were performed according to the labeling, including replacing the novofine (model not specified). The needle was always removed after injection to store the medication properly. Previously, the customer would store the medication with the needle on, but now s/he did not. Batch numbers: novopen 5: requested. Novorapid penfill: requested. Action taken to novopen 5 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemia led to convulsions (hypoglycemic seizure)" was recovering/resolving. The outcome for the event "inaccurate dosing with the novopen 5(incorrect dose administered by device)" was not reported. The outcome for the event "medication dripped out each time a new needle was installed (device leakage)" was not reported. The outcome for the event "did not perform a 2-unit air shot priming test. (Wrong technique in device usage process)" was not reported. The outcome for the event "store the medication with the needle on (device stored with needle attached)" was not reported. Reporter's causality (novopen 5) - hypoglycemia led to convulsions (hypoglycemic seizure): unknown. Inaccurate dosing with the novopen 5(incorrect dose administered by device): unknown. Medication dripped out each time a new needle was installed (device leakage): unknown. Did not perform a 2-unit air shot priming test. (Wrong technique in device usage process): unknown. Store the medication with the needle on (device stored with needle attached): unknown. Company's causality (novopen 5) - hypoglycemia led to convulsions (hypoglycemic seizure): possible. Inaccurate dosing with the novopen 5(incorrect dose administered by device): possible. Medication dripped out each time a new needle was installed (device leakage): possible. Did not perform a 2-unit air shot priming test. (Wrong technique in device usage process): possible. Store the medication with the needle on (device stored with needle attached): possible. Reporter's causality (novorapid penfill) - hypoglycemia led to convulsions (hypoglycemic seizure): unknown inaccurate dosing with the novopen 5(incorrect dose administered by device): unknown. Medication dripped out each time a new needle was installed (device leakage): unknown. Did not perform a 2-unit air shot priming test. (Wrong technique in device usage process): unknown. Store the medication with the needle on (device stored with needle attached): unknown. Company's causality (novorapid penfill) - hypoglycemia led to convulsions (hypoglycemic seizure): possible. Inaccurate dosing with the novopen 5(incorrect dose administered by device): possible. Medication dripped out each time a new needle was installed (device leakage): possible. Did not perform a 2-unit air shot priming test. (Wrong technique in device usage process): possible. Store the medication with the needle on (device stored with needle attached): possible. Block c - additional dosage regimens. #1 novorapid penfill regimen # 2, 9 iu, qd, (B)(6) 2025 to unk. #1 novorapid penfill regimen # 3, unk (injected 3 units, but novorapid penfill was only. Injected with 3 units, but now the novorapid penfill showed that only 260 units of insulin wer.

Event description:
Case description: investigation result: novopen 5, batch- unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid penfill, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 30-dec-2025: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Product handling error such as storing the device with needle attached between injections can affect the functionality of device. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for hypoglycaemia and its complications. Events are listed. This single case report is not considered to change the current knowledge of the safety profile novorapid penfill. H3 continued: evaluation summary. Novopen 5, batch- unknown. No investigation was possible, because neither sample nor batch number was available.